Event description:
It was reported that the patient is having periodic reactions to the 72r electrodes. The patient has small blisters. The patient said if he alternates placement of them every few days or so, it's been better. He changed them every day. He did not use the cover patches. The patient used rubbing alcohol. He did not contact the doctor. It was later reported on (B)(6) 2022, the patient stated that he talked to the nurse practitioner at his doctor's office who told him to stop using the unit and recommended he use an over-the-counter ointment on the irritation. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in jun 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d9: device not available for evaluation, g1: contact office and manufacturer site, g6: report type additional information - h4: device manufacture date, h6: component code, impact code, method, results, and conclusions, h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is having periodic reactions to the 72r electrodes. The patient has small blisters. The patient said if he alternates placement of them every few days or so, it's been better. He changed them every day. He did not use the cover patches. The patient used rubbing alcohol. He did not contact the doctor. It was later reported on (B)(6) 2022, the patient stated that he talked to the nurse practitioner at his doctor's office who told him to stop using the unit and recommended he use an over-the-counter ointment on the irritation. No additional patient consequences have been reported. The 72r electrodes were not returned for evaluation.